Event description:
Reportedly, the message ¿cannot access manager core¿ is displayed during startup of the subject programmer, resulting in the programmer being non-functional. This programmer was just shipped out within the last two weeks.

Event description:
Reportedly, the message 'cannot access manager core' is displayed during startup of the subject programmer, resulting in the programmer being non-functional. This programmer was just shipped out within the last two weeks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Preliminary analysis results revealed that the issue resulted from an ongoing process that was taking 99% of the central processing unit time. The issue will be solved by re-ghosting the programmer (which is part of normal maintenance).

Event description:
Reportedly, the message 'cannot access manager core' is displayed during startup of the subject programmer, resulting in the programmer being non-functional. This programmer was just shipped out within the last two weeks.